Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated troponin result for one patient sample. The architect generated an initial troponin result of 260.9 ng/l. Feedback from the physician suggested this result was incorrect. The following day, two different tubes from the same patient, collected at the same time as the original specimen, were analyzed. These tubes generated troponin results of 13.0, 9.3, 14.0, and 6.3 ng/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, instrument service history, a search for similar complaints, and a review of labeling. The calibration curve summary report for the troponin assay and the levey-jennings report for the troponin quality controls were analyzed. No adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the data available, a deficiency in the system was not identified.

Manufacturer narrative:
(B)(4), no consequences or impact to patient. (B)(4), false positive result. A follow-up report will be submitted when the investigation is complete.